Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient underwent a previous procedure on (B)(6) 2006 and was implanted with a bard pelvisoft. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent a laparoscopic left salpingo-oophorectomy, and laparoscopic lysis of bowel-pelvic adhesions on (B)(6) 2007, due to persistent pelvic pain, left adnexa, tubular hydrosalpinx of the left side, and ovarian cyst. No additional information was provided.